Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection and erosion. A revision was performed and the s-ICD along with the lead were explanted. It is considered that the thin part of the xiphoid process may have been exposed due to its thin shape. ICD transplant procedure will not be performed at the request of the patient. There were no additional adverse patient effects reported.